Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. Top and bottom cases were in excellent condition. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated; there was debris of white fluff found on optical motor sensor causing motor rate error. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: cleaned optical motor sensor motor sensor, reassembled pump and recalibrated; device passed all the functional test.

Event description:
It was reported that a pump had a motor rate error. No patient injury was reported.